Event description:
During the week of 12/13/93 phlebotomist reported opening prep packages which had a "foul odor." They were informed to provide next one found to supv. This was done the next wk. On 12/22/93, the culture grew clostridium perfringens. The distributor was notified immediately and sponges removed from service. Distributor informed they would notify the MFR. When distributor called back they indicated that the MFR knew that there was a problem with this lot number of product. Facility was never notified by the MFR or distributor that a problem existed with this product until such time as they reported the problem to co. It is unknown the number of pts, if any, who may have been affected by this problem product.device labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: foreign material contamination, inadequate quality assurance, invalid data. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.